Manufacturer narrative:
Date sent to FDA: 2/10/2020. Corrected information: manufacturing site name. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿a lot of adhesions, especially of the omentum to the anterior abdominal wall right on the mesh. The mesh extended all the way down to the dome of the bladder and a small part of the mesh was attached to the urinary bladder.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, infection resulting in skin falling off her arm and vaginal area and extreme weight loss. No additional information is provided.